Manufacturer narrative:
Additional information: d9, g3, h2, h2, h3. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter trilayer was noted to be peeled away from the inner shaft material distal to the electrode ring 2, consistent with the reported event. No foreign substances were present on the tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the trilayer peeling remains unknown.

Event description:
During the atrial fibrillation procedure, a foreign substance with a frayed appearance was noted on the tip of the catheter following removal from the patient. The catheter was inserted into the patient and rf delivery was performed multiple times. The catheter was then removed from the patient and a foreign substance was noted from the tip of the catheter to electrode 2 with a frayed appearance. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.